Event description:
I am an anesthesiologist working in an ophthalmology surgery center. On the evening of (B)(6) 2017, I used a bottle of opti-free replenish to soak my contact lenses (acuvue oasys) overnight. I had first opened this bottle two weeks earlier while out of town for a weekend, but had not used it since. The next morning ((B)(6) 2017) upon examination, both lenses appeared scalloped around the edges (as if they where perhaps slightly over-hydrated or dehydrated). I had never seen any of lenses in this condition before and have used this brand and type of solution for many years without incident. Both lenses had been fully covered in liquid overnight and upon close inspection, not found to be turned inside out. I had used these lenses for 11 days, removing them nightly. I replaced them that morning and wore them uneventfully the rest of the day. I took them out that evening and soaked them in fresh solution from the same bottle. The next morning ((B)(6) 2017) I noticed both lenses had the same scalloped appearance. I was concerned about the opti-free replenish, so opened a fresh bottle with a different lot number. I rubbed and thoroughly rinsed the lenses with the new bottle and placed them in my eyes. They did not seem uncomfortable and upon conscious eval, my vision was at its usual baseline. About 60 minutes later as I was arriving at work, I realized the visual acuity in my left eye was about 2 diopters off of normal and my vision appeared as if I was looking through wax paper, with a definite whitish tinge. I removed the contact lens from my left eye and went about my work. One hour later, through my vision was about the same. I was beginning to develop irritation in the left eye. At that point, an ophthalmologist examined both of my eyes with a slit lamp with fluorescein and diagnosed mild punctate keratitis in my left eye. My vision in both eyes was correctable in 20/20 and my intraocular pressure were normal. I was prescribed lotemax and soothe xp, which I took three times that day and once the next day. The "wax paper with a whitish tinge" vision and the eye irritation had resolved 90 minutes after the start of therapy. The next morning upon a repeat of the slit lamp exam, the keratitis was noted to be much improved. The lotemax was discontinued and zylet four times daily for three days was prescribed. Because of the unusual appearance of two different sets of contact lenses after soaking overnight on two separate occasions and the eye condition that developed soon after using the solution, I am concerned about possible contamination or possible misformulation of the solution, opti-free replenish: h12771-0615, lot: 252175f exp: 02/2019, purchased at (B)(6) within the last 6 months. Is the product over-the-counter: yes. Quantity: : 14 ounce(s); frequency: twice a day; how was it taken or used: ophthalmic; date the person first started taking or using the product: (B)(6) 2017, date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: doesn't apply. Why was the person using the product (such as what condition was it supposed to treat): contact lens cleaner and storage.